Manufacturer narrative:
Although good faith efforts have been attempted to retrieve the device as well as additional information, the device was not returned by the customer and so could not be evaluated. Also no additional information could be retrieved. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. The DHR and lhr review is not able to be performed since the product info was not provided. The complaint history review is not able to be performed since the lot information was not provided. We are unable to confirm this complaint. Fir / CAPA history evaluation: evaluation of device could not be performed since it was not returned. No root cause could be identified for fir/CAPA history evaluation. (B)(4).

Event description:
A patient underwent intra-aortic balloon (iab) catheter therapy in the o.r. The user was unable to get pressure readings. The iab was removed and replaced with a 2nd iab successfully. There was no injury or harm to the patient.